Event description:
It was reported that the patient's right hip was revised. The rep is not aware of the revised devices or the reason for revision beyond the fact that he knows stryker devices were revised. *updated on (B)(6)2019 qs: based on the provided op report of (B)(6)2018 , pre- & post- operative diagnosis: "right total hip arthroplasty failure secondary to polyethylene layer and osteolysis". [...] "Description of procedure:" [...] "Abundant polyethylene debris was noted in the joint and this was sharply debrided back to healthy tissue. " [...] "Polythene liner was removed and inspected and unfortunately it was found to be a series #1 component without up-to-date liner options available. At this time, decision was made to move forward with a revision of the acetabulum. " [...] "Central and ischial bone loss was noted, remaining fix to the component. "

Manufacturer narrative:
Update: additional event description added correction: product long description an event regarding  wear and osteolysis involving an unknown poly liner was reported. The event was not confirmed.       Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: a review of the provided medical records by a clinical consultant indicated: "need event confirmation, operative reports, office/clinical reports, serial dated x- rays, lab/pathology reports, etc".  -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: in the provided operative record it was reported that revision surgery took place due to the poly liner wear and osteolysis. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. The rep is not aware of the revised devices or the reason for revision beyond the fact that he knows stryker devices were revised.